Event description:
Globus medical, inc. Received a (B)(4) via mail on may 27, 2015. The report indicated a female underwent a laminectomy and fusion (B)(6) 2014, in which revere pediocle screws were implanted. Patient returned in (B)(6) 2015 for; radiculopathy and nerve decompression at l5. The surgeon found a pedicle had fractured at the site of one of the screws, and the threads were visible. The fractured piece of bone was sitting on the nerve root. (B)(4).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the compliant. The product was not returned for evaluation, and a thorough review could not be conducted as a lot number was not provided. The (B)(4) event report indicated three different revere pedicle screws were used in the case, 124.465, 124.464, breakage of any screw, and it is unknown as what may have caused the pedicle fracture. No information was provided. Additional information has been requested regarding this event. A supplemental report will be filed if and when the requested information is provided.